Manufacturer narrative:
Updated fields: b5, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: curved rubber bonding section was chipped. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. ¿olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscope presented image noise. The issue occurred during set up / inspection, prior to use. There were no reports of patient involvement.